Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked where it was inserted into the patients vein. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: a device history review was conducted for lot number: 8009554, our records show it was manufactured on january 13- 16, 2018; it was also determined that this is the only instance of leakage occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. A sample could not be obtained for the purpose of the investigation. Without the ability to investigate the reported leakage our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked where it was inserted into the patients vein. No serious injury or medical intervention was reported.